Event description:
The customer reported that his blood glucose reached "high" (>27.8 mmol/l) (>500 mg/ml) less than 24 hours after the pod was activated and the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.